Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The hp was in dwell 4/6. The hp had 3 bags connected, no leak, no unused lines, solution in heater and final bags. The home patient (hp) would complete therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) contacted the caregiver (cg) regarding the system error 2240. The cg stated the alarm occurred because they placed one of the solution bags at the edge of the bench where they place their bags. The bag slipped off the bench, which caused a disconnection and the alarm to occur. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.